Manufacturer narrative:
Other text: h1o: device evaluation: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. As a correction, this complaint is being communicated to appropriate personnel. No further correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a box of device units (200 each) was received with missing product label. No patient injury was reported.